Event description:
It was reported that the pump exhibited an unknown error. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was undetermined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4:UDI, and g4: 510k are unknown.

Manufacturer narrative:
Additional information was received, there was known patient involvement and unknown patient harmed.